Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 seemed to be overheating and would not cut branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 seemed to be overheating and would not cut branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned on 02/07/2020 for evaluation. An investigation was conducted on 02/25/2020. A visual inspection was conducted . Signs of clinical use and evidence of heavy amounts of charred blood was observed on the jaws. Blood was also observed on the harvesting handle. The heater wire was observed to be completely flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method . The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .67ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "electrical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire". Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.